Event description:
Per the clinic, the patient underwent a device reposition surgery due to impact/trauma at implant site (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 25, 2024.